Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a flashing display was confirmed. However, the evaluation did not confirm that when the image was flashing, the image was not visible. It was determined that this was caused by a deteriorated cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image had flashed while using the hd camera head. According to the field service engineer (fse), when the image would flash, the image would not be visible. The issue was found during a diagnostic hysteroscopy procedure. The procedure was completed using the same device. The patient was not under sedation, there were no delays, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "health professional" was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickered temporarily due to the communication failure caused by the cable failure. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which states: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.